Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that there was duplicate key error. A technical support specialist identified that the device was at the windows login screen due to an auto logon issue and resolved it, but the station application showed the device in an unknown status. Product support engineer (pse) investigation revealed that the device snapshot record had ended on the server side prior to the upgrade and attempts to reactivate it failed due to a duplicate key error caused by a newly created device with the same name. Tss validated using knowledge article "device disappeared from server application", renamed the duplicate device, unended the original snapshot, and initiated a sync. The issue was determined to have occurred during the upgrade process when the snapshot became inactive. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, after the es 1.11 upgrade, the device no longer appeared on the server. The user was able to access the device through remote assist, and it was visible in remote support specialist (rss), but it remained missing from the server. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.